Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma and experienced a loss of osseointegration resulting in fixture loss. The patient will not be reimplanted with a new device.